Manufacturer narrative:
The device was returned and the evaluation found that the ceramic tip was broken.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the resection sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The tip was broken. Based on the results of the investigation a specific cause of the phenomenon was not established. However, it is possible the tip was broken due to thermo-mechanical fatigue. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has no corrosion, no dents, and no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿ olympus will continue to monitor field performance for this device.